Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2 in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the patient had elevated iop ( without pupil block and angle closure), unreactive pupil (fixed). And remaining visco in eye. Anterior chamber irrigation/evacuation of remaining visco/fluids was performed. And after irrigation no more visco was in the eye. Patient's uncorrected visual acuity (ucva) was 20/25 and the best corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Additional information: work order search: no similar complaints were reported for units within the same lot. (B)(4).